Event description:
Customer returned an additional sample for investigation reporting pinpoint hole where huber needle is bonded to hub. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The complaint of a leaking powerloc device was confirmed. The product returned for evaluation was a 20gx0.75" powerloc infusion set without y-site. Inspection of the returned sample revealed a split between the extension tube and the luer connector. The fracture surface of the split contained striation-like patterns and radiating tear marks, which were indicative of flexural fatigue-based failures. Repetitive mechanical stresses such as twisting and kinking may have contributed to the observed event; however, it appeared that additional unidentified factors may have contributed. This complaint will be recorded for future trending and monitoring purposes.